Event description:
It was reported that pump experienced malfunction that displayed malfunction code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump. Malfunction reoccured. Customer to rely on multiple daily injection, and technical support planned to replace the pump.